Event description:
This posterior chamber intraocular lens was implanted on 7/28/97 after uneventful extracapsular cataract extraction. The pt had no pre-existing ocular problems. At the first postoperative examination, the surgeon noted corneal striae, and prescribed topical steroid drops. The pt's last office visit was on 10/22/97. The problem was resolving, corneal striae were minimal, and corrected vision was 20/50.